Manufacturer narrative:
Follow-up #1 date of submission 04/22/2016 device evaluation:the pump has been returned and evaluated by product analysis on 04/12/2016 with the following findings: a review of the black box data showed no evidence of a load step malfunction. During testing, the piston pushed up to 151 units during the load step; a load step malfunction occurred. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be out of specifications. The pump cover was removed and the shim plate was observed to be dimpled.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.